Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Primary operative notes provided state that there were no intra-op complications. Revision operative notes state that patient was revised due to loosening and all components were revised. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 183024; vanguard cr ilok fem-lt 60 lot#: 882490. Item#: 402283; cobalt g-hv bone cement 40g lot#: 576740. Item#: 189060; vngd ant stblzd brg 10x71 lot#: 323410. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01207 . 0001825034 - 2021 - 01205.

Event description:
Initial left total knee arthroplasty performed approximately 6 years ago. Subsequently, the patient was revised 5.5 years later due to aseptic loosening. All tibial and femoral components were revised without complication.